Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The physician of a (B)(6) female patient contacted zoll customer support to report that the patient was treated and then taken to the emergency room. The patient received an inappropriate defibrillation at 15:52:26 on (B)(6) 2014. Motion artifact contributed to the false detection. The response buttons were pressed intermittently after the event. The patient ended use of the lifevest and received an ICD.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. As received, the monitor and electrode belt were functional and able to detect and treat a patient. Device manufacture date: monitor (B)(4): 02/2014, electrode belt 5(B)(4): 04/2013. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation.(B)(4).